Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. In addition, during extraction of this rv lead, a tear in the super vena cava (svc) occurred leading to a stern all approach for svc repair. This rv lead was abandoned surgically. No additional adverse patient effects were reported.